Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. Corrected fields: d5, e1, e2, e3 and g2 - user facility is not applicable to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material adhered to forceps elevator could not be determined since there was no deviation from instructions for use in reprocessing steps for the area foreign material remained, and no physical damage of the device was confirmed at where the foreign material was remained. The foreign material could not be identified. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited foreign material on the forceps elevator. There were no reports of patient involvement.